Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock was damaged. No patient was present at the time of the event. Additional information was received stating that the manufacturer representative noticed the orange tracker had a wiggle to it, which was not normal. The screw wasn¿t "lose" but the tracker was no longer tight. There can¿t be any movement otherwise the geometric standard is no longer viable and navigation may be off. For this reason they did not test the orange navlock.